Manufacturer narrative:
MFR received date: 18oct2019. Information was received that the customer installed the power management board and the issue was addressed. The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21oct2019. B4: 22oct2019. The customer troubleshot with technical support. The customer found a machine and proximal pressure sensors failed error code in the ventilator diagnostic logs. The biomed to order and install power management board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14oct2019. The customer troubleshot with technical support. The customer found a machine and proximal pressure sensors failed error code in the ventilator diagnostic logs. The biomed to order and install power management board.

Event description:
It was reported that the ventilator would intermittently not turn off and needs to be unplugged from ac power and the battery removed before operation can be restored. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.